Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device') and deep vein thrombosis ('blood or heart disorder/condition type: blood clot in leg ¿ dvt') in a 31-year-old female patient who had essure (batch no. D14836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included gravida ii and hemostasis. Concomitant products included ibuprofen and propofol (anesthesia s/I 60). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), migraine ("migraines / headaches") and dizziness ("dizziness"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). At the time of the report, the pelvic pain, device dislocation, deep vein thrombosis, migraine and dizziness had not resolved. The reporter considered deep vein thrombosis, device dislocation, dizziness, migraine and pelvic pain to be related to essure. The reporter commented: essure insertion date- (B)(6) 2015 (discrepancy noted). 3 coils left side, 7 coils right side. Date of operation: (B)(6) 2018. Specimens: right and left fallopian tubes and essure coil from right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain,deep vein thrombosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device') and deep vein thrombosis ('blood or heart disorder/condition type: blood clot in leg ¿ dvt') in a (B)(6) female patient who had essure (batch no. D14836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included gravida ii and hemostasis. Concomitant products included ibuprofen and propofol (anesthesia s/I 60). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant), migraine ("migraines / headaches") and dizziness ("dizziness"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). At the time of the report, the pelvic pain, device dislocation, deep vein thrombosis, migraine and dizziness had not resolved. The reporter considered deep vein thrombosis, device dislocation, dizziness, migraine and pelvic pain to be related to essure. The reporter commented: essure insertion date- (B)(6) 2015 (discrepancy noted ) 3 coils left side, 7 coils right side. Date of operation: (B)(6) 2018 specimens: right and left fallopian tubes and essure coil from right . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain,deep vein thrombosis. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: previously reported event " injury to herself" replaced with event ¿migration of essure device¿, new events ¿¿pain, migraines / headaches, blood or heart disorder/condition type: blood clot in leg ¿ dvt, dizziness¿, lot number ,reporter information, patient history, concomitant drugs, lab data were added. On (B)(6) 2019: nonsignificant case correction done. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.